Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA. Without serious patient injury or intervention, this event is being filed as a product problem. The device in question was not returned to the manufacturer for evaluation. Device description: stainless steel subdermal needle electrodes. Intended use: subdermal electrodes are placed subcutaneously to stimulate or record electrical signals with the nerve integrity monitor or other emg monitors. Indications: the electrodes are indicated for intraoperative motor nerve location.

Event description:
It was reported that after surgery, that the [emg [electrode] monitoring patient removed skin when taken off '1x area in operating room.' No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The facility reported they "reached-intervention to prevent harm." No additional information was provided. (B)(4). The device in question was not returned to the manufacturer for evaluation. As the lot number is unknown, a review of the device history records could not be conducted.